Event description:
Machine was processing at a slow rate on emergency and the blood seemed to be visually not of good quality. The anesthesia tech performed qc with the hct coming back under 20%. Two additional bags were tested with the result of a low hematocrit. It was determined that the blood that was being processed was not quality. The blood that was processed was disposed of. There was an issue with how the blood was being processed. We called the rep and he did not know what the issue could be. It could be the sensor not working appropriately or an issue with the disposable. Wasted 6 bags of cell saver blood. The case proceeded and they stopped using cell saver. One of the technicians reloaded the cell saver with a new disposable and we processed some of the blood. Cell saver operated fine with a qc hct at 60%. We did not return the blood. Cell saver had been used 4 times prior without issue and hct above 70%. Patient did not require a blood transfusion, the cell saver blood was not used either. Manufacturer response for continuous autotransfusion system, (brand not provided) (per site reporter): they do not believe this is user error, but they are coming in to do diagnostics on the machine to get more information.